Event description:
During a wedge resection procedure, the device was placed over the lung and the surgeon attempted to fire. He was unable to pull the handle. The device closed, but would not cut or staple. Another device was pulled for the case and the case was completed without incident. There was no pt consequence.